Event description:
The clinic reported that a laser vision correction patient was presented with flap striae on the left eye (os) at 1 day post op. The clinic described the flap was displaced and was visually significant. The patient¿s chief complaint was that it felt like it in the eye lash. The patient experienced loss of best corrected visual acuity (bcva). The bcva of os was distance 20/20 and pre-op 20/20. At one day post op, the surgeon re-lifted and smoothed out the flap. The patient¿s symptoms have been resolved.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.